Event description:
It was further reported that the physician did not know the cause of the event. Reprogramming was performed. No additional information was reported.

Event description:
It was reported the patient experienced warmth and a burning sensation at the ins site for approximately 2 weeks prior to report. It was stated that while charging the device the recharger started to "burn her skin and it left a burn mark on her skin in the shape of the antenna". The patient saw their health care provider on (B)(6) 2012, and interrogation showed no problems with the device. The device was turned off after the hcp visit. The "burn" was later reported as a "sunburn" at the recharging location that remained for "a few days". It was reported the patient had to stay in the hospital "a few extra days because she built up so much fluid" after the implant procedure. The stimulation had been on for approximately 10-12 hours when the burning sensation occurred. It was later reported the burning sensation occurred after the stimulation had been on for 2 hours. It was stated the patient felt like "their skin was burning from the inside out", and it took several hours for this to dissipate after turning the stimulation off. The patient also reported acute pain in the tailbone area and more pain in her left leg than before the implant. It was later reported the patient experienced a tingling sensation in their tailbone area since implant. The patient had an appointment for reprogramming. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient always had stimulation change with positional changes. The change could be felt at the lead location. It was noted the adaptive stimulation feature on the device was never activated with the patient because of the positional and warming issue with the system. Troubleshooting with the system could not be done because the battery was discharged and the device could not be interrogated. Stimulation in the wrong location was also reported. It was indicated that during reprogramming, the patient would get "residual nerve sensations" in the right leg when stimulation was off. It was indicated the patient's pain location was the left back and left leg. It was stated these sensations would last for a "couple days." It was also noted the patient's stimulation had been off for several months. The following day, it was reported that no diagnostics were performed due to the battery being dead. No malfunctions were reported. It was further stated the patient wanted the device explanted, and did not want to turn the device on again. No further information was reported.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012; product type: lead, product ID: 37754, serial#: (B)(4); product type: recharger, product ID: 37744, serial#: (B)(4); product type: programmer, patient. (B)(4).